Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe had a molding defect described as a bent plunger rod. No serious injury or medical intervention was reported.

Event description:
It was reported that a bd plastipak¿ syringe had a molding defect described as a bent plunger rod. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) lose 1cc, 12.7mm syringe. Customer states that the plunger rod was bent. The returned syringe was examined and exhibited a bent plunger rod. Sample was forwarded to manufacturing (holdrege) on 21nov2018 for further review. On 26nov2018, holdrege received one (1) loose 1ml, 12.7mm syringe from an unknown batch number. All samples are decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was visually inspected and multiple stress points within the material of the plunger rod were noted. Additionally, there are multiple areas of damage to the plunger rod which suggest that the damage potentially included a rotational movement of the component. During manufacturing of a given device, the plunger rod/stopper are married into the syringe barrel on the metro equipment. Plunger rods are fed into the metro via a bowl and infeed rail. The damage to the plunger rod appears to be similar to damage noted on the production line when a jam on the infeed rail causes a plunger to get caught in the screw of the bowl. This can cause varying degrees of damage to the plunger rod, however, this damage would not necessarily make it impossible to fully assemble the device. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.